Event description:
Allegedly pocket and ti neck fractures. Medium activity level. Additional information received (B)(6) 2016. Patient revised due to mom complications, gray, discolored, cysts and metal shavings.